Event description:
Since having the essure procedure, I have experienced chronic fatigue, excruciating menstrual pain and extreme breast tenderness, irregular periods, extreme weight gain and bloating, unexplained joint and back pain, chronic sweating, constant bought of bacterial vaginosis, hair loss.